Event description:
It was reported that a pt's settings were found to be different from what was intended during a routine office visit. The pt was programmed to 2.5/20/250/60/1.1 however, when his device was interrogated, his settings were 0/30/500/30/60. The physician programmed the pt's device back on and will make the adjustments needed to get the pt back to the correct settings. Good faith attempts to obtain add'l info have been unsuccessful to date.

Event description:
Review of the manufacturer's programming history database revealed that a final interrogation was performed at the last known clinic visit prior to the programming anomaly and verified that the settings were correct.